Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not unlock by pressing the unlock button during use. No patient harm or injury reported.

Manufacturer narrative:
Updated fields:b4 , g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. It was reported that during use, the cardiosave intra-aortic balloon pump console would not unlock when the nurse pressed the unlock button. The nurse replaced the affected console with another cardiosave unit, and therapy continued without interruption. No patient harm or injury was reported. Information received indicated that the hospital¿s trained biomedical technician manages all cardiosave service-related matters, and getinge service will not be completing this repair.

Event description:
N/a.